Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 has out box failure - did not got pass 39 degree not heat up. No patient adverse events reported.